Event description:
It was reported that the pulse generator failed to exhibit any rate modulated response, the patient (animal) experienced fainting. The device was implanted off label in an animal. The device would be monitored.